Event description:
It was reported by customer that they took out the accucath today and appears as though the device was already safetied and the catheter is bent. Additional information received 31 july 2023. The issue with the catheter never reached the patient. Once the defect was seen, we simply dropped another catheter onto our sterile field and continued our work. 12/20/2023: it was found during an investigation that the wings to advance the safety for the needle was missing. The safety mechanism appeared to be missing as well.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that they took out the accucath today and appears as though the device was already safetied and the catheter is bent. Additional information received 31 july 2023 the issue with the catheter never reached the patient. Once the defect was seen, we simply dropped another catheter onto our sterile field and continued our work. 12/20/2023: it was found during an investigation that the wings to advance the safety for the needle was missing. The safety mechanism appeared to be missing as well.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of an advanced safety of an accucath ace is confirmed but the exact cause is unknown. One photo of an opened accucath ace was returned for evaluation. An initial visual observation showed the device was removed from its packaging, and the packaging was pictured in the returned photo. The catheter was still present on the accucath ace, but the wings to advance the safety for the needle was missing. The safety mechanism appeared to be missing as well. The catheter appeared slightly bent, and no obvious use residues were evident from the photo. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11